Event description:
The complainant alleged that during a patient set-up (age and gender unknown), the device had no display. However, when they tapped on the device, the display would re-appear. The complainant did not indicate if there was an adverse effect to the pt as a result to the reported malfunction.